Manufacturer narrative:
The field service engineer (fse) found 3 qd (quick disconnect) located behind the mix module for delivery to the flow cell was loose and caused a slow leak. He tightened the connectors and cleaned any remaining debris from the leak to resolve this issue. The fse ran shutdown, startup, controls, reproducibility and latron, all within range and no further leakage observed. The fse confirmed previously flagged samples ran without further issue, no flags, or diff problems observed. (B)(4).

Event description:
The customer reported their coulter® hmx hematology analyzer w/ autoloader was leaking about 0.5ml clenz (not contained) and intermittently the differential results have instrument flagged non-numeric (:::::) results. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.